Manufacturer narrative:
H3) the vendor analysis was completed on the camera base. The sites fault description of the high aak result has been confirmed. The returned unit has been characterized as extended pyramid volume. Unit has also passed outgoing product testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4); product ID: 9735843, serial/lot #: none. A medtronic representative went to the site to perform a system checkout. The camera, and cables were replaced, and the system passed checkout. Fdm 10, fdr 114, fdc 4307 are applicable to the system checkout. The camera was returned to medtronic for analysis. Testing was conducted and the camera was confirmed to not be functioning as intended. It failed diagnostic testing fdm 10, fdr 114, and fdc 4307 are applicable to the cable analysis. The cable was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the cable analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site is unable to track instruments or the imaging system. A red led was seen on the camera. The camera did not resolve the issue. The network cable's tab was broken off so it was not seated completely. When pushed in fully, the issue was resolved. There was no patient involvement. Additional information was provided stating that this is a demo system that arrived broken.